Event description:
A surgeon reported that during implantation of an intraocular lens (iol) a detached haptic was noted when the iol was unfolded in the eye. The incision was widened, and the lens was removed during the same procedure.